Event description:
It was reported that the patient experienced ineffective therapy due to both of the patient's leads having high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Event description:
Additional information received indicates the second lead had high impedances. Both leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.